Event description:
Reportedly, the knife blade did not cut completely a small amount of proximal donut was not cut. Resection was low enough for bowel to be pulled through and cut by hand. There was no excess tissue in donuts.